Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The cgm kept displaying a general low bg values, the patient was not experiencing any symptoms. After a whole day that the sensor displayed low values, she went home and tried to drink some water and vomited it. The patient was feeling hyperglycemic, muscle ache, drank water but she vomited it, tingling hands, pain in chest, neck and shoulders just like a burning sensation. She took a bg reading which was 474 mg/dl while cgm was 70 mg/dl, measured ketones and it was purple (maximum quantity of ketones). She drove herself to the ER where she was treated with IV fluids and 8 units of insulin injection. The patient was discharged on (B)(6) 2025. At the time of the report the patient was good. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On 06/29/2025, it was reported that the patient experienced inaccurate cgm values. The cgm kept displaying a general low bg values, the patient was not experiencing any symptoms. After a whole day that the sensor displayed low values, she went home and tried to drink some water and vomited it. The patient was feeling hyperglycemic, muscle ache, drank water but she vomited it, tingling hands, pain in chest, neck and shoulders just like a burning sensation. She took a bg reading which was 474 mg/dl while cgm was 70 mg/dl, measured ketones and it was purple (maximum quantity of ketones). She drove herself to the ER where she was treated with IV fluids and 8 units of insulin injection. The patient was discharged on (B)(6) 2025. At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.